Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2012 to report that on (B)(6) 2012 their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.